Event description:
In this event it is reported that a patient experienced an allergic reaction when surfl sdr flow+ cmpl ref univ was used in treatment. The sdr flow was used to cement a titanium retainer after invisalign and the patient had a reaction to the sdr flow. The patient went to an allergist for testing and found to be allergic to something in the sdr. Doctor to complete checklist questionnaire, awaiting for further information.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: the device was not returned for evaluation. And the lot number was not provided for retained product testing and/or DHR review. Failure mode: possible allergic reaction. Root cause: product not received at investigation site. Conclusion code: indeterminable.